Manufacturer narrative:
Visual examination of the complaint sample confirmed the alleged complaint condition. Insufficient adhesive and/or inadequate adhesive-curing time appears to have resulted in the tensioner to come off the device during use. There are no more devices of this lot remaining in inventory for additional analysis. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital supply chain coordinator reported an issue with the saddleloop device during use. They reported that during an open-heart procedure the plastic locking mechanism popped off as soon as it was cinched down on the vessel. The report stated the surgeon had to "improvise" to complete the procedure. The complainant reported the issue has occurred before in prior surgeries but they are just now reporting it. There were no patient complications reported as a result of the alleged issue. The device was returned to the manufacturer for analysis.